Manufacturer narrative:
Correct section g4 in initial MDR report from 01/05/2016 to 01/05/2017.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The customer states that one patient sample (sid (B)(4) generated the following result on an architect c8000 analyzer: sodium= 104 mmol/l. The result was reported from the lab and questioned by a physician. The sample was retested on a second analyzer in the lab with the following result: sodium= 140 mmo/l. Controls have remained within specifications. There was no impact to patient management due to this issue.

Manufacturer narrative:
An abbott field service engineer (fse) visited the customer site and inspected the architect c8000 analyzer, serial number (B)(4). The fse noticed a bent and scratched sample probe and replaced it. Subsequent instrument operations and test results were acceptable. No returns were made available from the customer site. The architect system operations manual and the architect c8000 system service and support manual contain information to address the current customer issue. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. Based on the available information from the customer site and from the results of this evaluation, there is evidence to reasonably suggest a product malfunction occurred. An issue with sample integrity cannot be ruled out since the issue was isolated to a single sample. However, no systemic issue or product deficiency was identified.